Event description:
It was reported that during use the right ventricular (rv) lead implant procedure, the lead exhibited high impedance, and was explanted and replaced. No patient complications have been reported as a result of this event.